Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone device with a 6fr non-medtronic sheath and 0.014 non-medtronic wire during treatment of a 100mm, calcified cto (chronic total occlusion-100%) in the patient¿s mid left superficial femoral artery (sfa) of diameter 5mm. Moderate vessel calcification and tortuosity are reported. IFU was followed. Atherectomy performed without issue followed by post-dilation. The device was safely removed from the patient. It is reported during cleaning of the device part of the nose cone broke off. Physician is unsure if the cutter window was closed before or after cleaning the device. No patient involvement.

Manufacturer narrative:
Correction to aware date from initial MDR: aware date should have been 2020-03-26 and not 2020-02-25 as initially reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: one photographic image was returned with the device which contained the distal tip of the cutter driver including, the drive shaft and cutter, the distal housing, and the distal flushing tool (dft). A pink liquid substance was noted within the dft. The cutter and drive shaft were also noted in the dft. It was observed that the housing assembly was detached from the distal assembly, just distal to the anchor pockets and was outside the dft. Inspection of the housing assembly revealed that the laser drilled inner coils were stretched and bent at the proximal end of the housing. The guidewire lumen of the device could not be observed. The returned photograph was consistent with the returned device and the reported event. Product analysis: the hawkone device was returned within the shelf-box, which indicated lot number 0009941477, consistent with the reported device. Within the shelf-box, the device was contained within the opened sterile label pouch which also indicated lot number 0009941477. The cutter driver was returned attached to the device. No ancillary devices were returned. During visual inspection, a bend was noted in the torque shaft beneath the strain relief. The drive shaft and cutter were returned within the dft. The distal segment of the distal fracture was not returned, which included the main segment of the housing assembly and rotating tip. The device was removed from the dft. It should be noted that the dft was destroyed in the process of removal to prevent damage to the distal assembly. A radial fracture was noted distal to the window assembly anchor pockets. The cutter assembly attached to the drive shaft was protruding out approximately 0.9cm. Microscopic examination revealed no anomalies with the cutter window. Inspection of the cutter window assembly revealed a fracture faces where the distal housing coils detached. No anomalies were noted with the cutter; biological material was noted. If information is provided in the future, a supplemental report will be issued.